Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not been received. Without the returned device, a probable cause is unable to be determined. A lot number has been provided. A device history lot review is pending.

Event description:
It was reported that, on an unknown date, a tego¿ connector was found to have allowed air to pass through the catheter during patient use. The reporter stated that there was "air entering the catheter while the tego is well screwed." There was no patient harm reported.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was conducted and no nonconformities were found that would have led to the reported complaint.